Event description:
Reportedly, clips released from applier prematurely. A number of clips malformed. Used another device. Pt needed to be returned to theatre for bleeding, it is alleged clip did not secure blood vessel. Procedure: radial arm flap.